Event description:
Baxter representative reported a pump with batteries problem at the facility. The pump was not used on a pt when the event was discovered. The battery indcator showed 10 boxes, full charge. However when the pump was unplugged, within 20 minutes the pump cycled through the alarms/alerts and shutdown. According to biomed, no pt injury has been reported related to this device.